Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. A photograph was provided by the patient's mother confirming the reported event. However, without the device being returned for investigation, a root cause cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, after inserting the sensor wire the deployment needle detached and remained in the sensor pod. No additional event or patient information is available.